Event description:
(B)(4). I started having right hip pain along with right knee pain and swelling. Just recently I started having pain in both hips, swelling in both legs, severe pelvic pain, lower back pain, migraines, vision change, all my joint hurt on a daily basis. I have bloating and some days the bloating is bad. Have become very moody towards my children. Tired all the time.